Event description:
Additional info has been requested by medtronic from the healthcare professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional info is received. Refer to medwatch report #2182207-2007-01981.